Event description:
Boston scientific rec'd info that this recently-implanted right ventricular (rv) lead was explanted due to increased pace thresholds and intermittent loss of capture. No adverse pt effects were reported, and the pt is not pacing-dependant. The chronic rv pace/sense lead was returned to service. Return of the lead has been requested. As no add'l info concerning this report is expected at this time, our investigation is complete. This investigation will be updated should add'l info be provided or if the lead is returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.